Manufacturer narrative:
Evaluation: a visual inspection of the returned product shows the lens has no visible damage. There is clear surgical residue on the lens. Conclusions: based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that, the surgeon was advancing a toric single piece silicone lens model aa4203tl in the injector and the lens became stuck in the injector, prior to insertion into the eye. No patient contact or injury.